Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that ever since their first implant they felt a hot, shocking sensation around their implant site. Pt stated that they made their healthcare provider (hcp) aware of the issue and they received a replacement implant in 2019. Pt stated that they were still experiencing the same symptoms (hot, shocking sensation around implant site) so they have not used their therapy for about a year now. Pt stated that they have made their hcp aware of the ongoing issues with the newly implanted device and that their hcp told them that most likely pt is just not used to the device. The patient was redirected to their healthcare provider to further address the issue.